Event description:
As the case progressed, the surgeon asked for a 5mm clip applier to be opened to the sterile field. As they were using that clip applier laparoscopically inside the patient, the clip applier failed to function and fire.